Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was 123 mg/dl. The customer stated that he received a to three alarms in the last 30 days. The customer was advised that the device would be replaced. The customer was advised to monitor the device and may continue to wear the pump until replacement arrives. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 123 mg/dl. The customer reported that there is small crack in the battery compartment and at top near the battery cap. The customer does not know the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.